Event description:
Literature was reviewed regarding the timing of ventricular tachycardia (vt). The authors described a patient who experienced the onset of vt which occurred each night at midnight with the final episode approximately two and a half hours later. Threshold testing of the left ventricular (lv) lead occurred each night at midnight by capture management and vt was initiated. Threshold testing failed due to vt and it would restart every thirty minutes, up to six attempts. The cardiac resynchronization therapy defibrillator (crt-d) lv capture management was programmed off and no further vt episodes occurred. The device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: midnight punctual tachycardia. Netherlands heart journal. 2025. 33:213¿214. Doi: 10.1007/s12471-025-01959-y, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.